Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted hat the ipg was not lying flat. The patient underwent a revision procedure wherein the ipg was repositioned and upgraded. No device malfunction was suspected. The patient was dong well postoperatively.